Manufacturer narrative:
Siemens regional support center (rsc) and headquarters support center (hsc) specialists reviewed the log files and found that the customer was using westguard rule with the severity being set to 1 (moderate severity outside normal range), however, the auto validation settings on the centralink were set to hold severities of 3 (severe severity outside of normal range) or higher. As a result, the vancomycin results were not being held in the centralink even though the quality controls were out of range. A siemens customer service engineer discussed the configuration of westgard severities with the customer and the system is currently functioning as intended. A siemens hsc specialist concluded that the cause of the severity not being triggered while quality controls were out of range was due to the misconfiguration of westgard rules. The device is performing as expected. No further evaluation of device is required.

Event description:
Centralink data management system did not trigger severity to hold patient results from reporting when quality controls were out of range. The customer provided an example where the quality control for vancomycin assay was checked by the operator only on one level and the patient results were released despite the other two levels being out of range. It is unknown if any incorrect results were obtained while the quality controls were out of range. There are no reports of patient intervention or adverse health consequences due to the patient results being released while quality controls were out of range.

Manufacturer narrative:
The initial MDR 2432235-2017-00322 was filed on may 24, 2017. Additional information (06/02/2017): the customer did not set up the westguard rules correctly and linked the quality control from the analyzer to the centralink data management system.